Event description:
The hcp reports the patient has been experiencing withdrawal symptoms which cycle every 2 - 3 days. The pump is programmed in a simple continuous mode and the hcp suspects a pump malfunction. There have been no volume discrepancies. A follow up report will be sent when additional information is received.